Event description:
It was reported that a pump displayed intermittent door not fully latched messages. It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation was unable to reproduce the reported symptom of "intermittent door not fully latched alarms." The review of the history log found multiple door jammed alarms. The evaluation found the force required to secure the door with a loaded IV set to be above expected levels. This is due to a cracked threaded insert boss and raised threaded insert, causing separation between the front case and mechanism assembly. Past repairs have shown this to be a known contributor to the reported symptom. The front case assembly was replaced.